Event description:
It was reported that approximately 36 months after the xience v stent implantation in the distal saphenous vein graft (svg), the patient experienced worsening shortness of breath. He was admitted to the hospital on (B)(6) 2011. On (B)(6) 2011, an ECG was consistent with a non-st elevation myocardial infarction. The cardiac enzyme troponin I was elevated. A functional ischemia study was positive. The patient was treated with medication. No intervention was performed. The patient was felt to have had a distal anterior wall myocardial infarct, not consistent with the area of the heart perfused by the svg. The patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use. There was no reported product deficiency. The reported ischemia and myocardial infarction (mi) are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. The implantation of the stent in a saphenous vein graft (svg) does not appear to have directly caused or contributed to the reported patient effects.